Event description:
Event description boston scientific (bsc) cardiac rhythm management received information that this pacemaker has many mode switches due to the patient's atrial fibrillation. The device mode switches to ddir mode at a lower rate of 70ppm. However, the caller is seeing ventricular rates in the 50s according to the histograms. There is also atrial undersensing of the fibrillation.

Manufacturer narrative:
The device is now reprogrammed to mode switch to vdir and the autosense feature was turned on in permanent mode to address the issues. No additional information available. This event will be reopened should additional information become available. Additional information was received that the device was explanted five years later during an upgrade procedure. The device was returned and underwent standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.